Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05049. It was reported the patient began to experience overstimulation and a loss of adequate stimulation after falling. Troubleshooting/reprogramming attempts to provide resolution were unsuccessful. An impedance check revealed invalid contacts. X-rays were taken and no anomalies were found. An impedance check was performed again on a later date and the contacts were within normal range. Regardless, the patient will undergo surgical intervention in the near future.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05049. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model per the manufacturer's device record database). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.